Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 4 .331mg/24hr. The healthcare provider reported wound dehiscence and leaking from the wound around the pump. The healthcare provider elected to replace both pump and catheter and stated that the pump was functioning correctly prior to replacement. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue, or any diagnostics or troubleshooting was performed. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.